Manufacturer narrative:
Investigation completed 12/13/2017. The device history record for product ID 11050 lot code 171 manufactured on 3/28/2017 showed no abnormalities related to reported incident found nor were there any variances, mrr¿s or reworks associated with either lot &/or work order number. Evaluation verified customer information as valid. Clamp does not build enough pressure up. Root cause is most likely accelerated wear and tear of parts internal to clamp.

Event description:
Customer reports the support arm moves with a slight force while in locked position. No harm done. #2 of 2 related complaints.